Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was not confirmed as valid after evaluating the device. The inspection of the mayfield skull clamp with the serial number (B)(6) shows no defects. The lock mechanism can be closed properly and has no movement, the thread and starburst teeth are in good condition, and the torque screw and ratchet arm are working properly. No spare parts are needed. The unit has been subjected to a successful functional check, and it meets manufacturer specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Inspection of the skull clamp found no defects. All device components functioned properly, and no replacement parts were needed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that after installing the mayfield modified skull clamp (a1059), in the prone position, the headrest moved with no consequences, but the headrest is unreliable. No patient was injured, and it is unknown if the event led to an increase of surgery time.